Manufacturer narrative:
Date of event, operator of device and UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the devices temperature was unstable and over heating. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event methods, evaluation, and conclusion codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported device serial number is a year beyond its 2007 manufacture date and no manufacturing related root cause could be identified, therefore no review of manufacturing device history records was conducted. Service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.